Event description:
On (B)(6) 2008 at (B)(6) my mother received a wright metal-on-metal hip replacement. Two years later the hip began to have pain and due to loosening, metallosis, and a subsequent infection, the hip was replaced. One month after the revision surgery the hip dislocated twice requiring hospitalization because the tissue was so damaged from the initial infection. There was a subsequent revision due to complication from the original metallosis and revision. My mother had 2 hip replacements, and 2 subsequent revision surgeries because of the metal-on-metal design that caused metallosis and infection. She became depressed and was in chronic pain. On (B)(6) 2015 my mother committed suicide because the pain and depression was too much. This was a result of the faulty design of the wright metal on metal hip. This device should be recalled so no more families have to suffer as we did.